Manufacturer narrative:
Service was not dispatched to the customer's site for this event. The analyzer was not evaluated by bec. The root cause for this event was not determined. This MDR represents event 4 of 4 reported by the customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2010-00128 follow-up, 01885, 01886. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously high basophil result for one (1) pt sample assayed on their coulter lh 7500 hematology analyzer. The erroneous pt sample result was not reported outside of the laboratory. There was no impact to pt treatment associated with this event. The analyzer generated a flag alerting the customer to further review the pt sample. The customer reassayed the pt sample and obtained a lower basophil result which was interpreted to be correct. A manual differential was not performed. The customer reported that the results for quality control (qc) samples assayed both before and after the event had recovered within the laboratory's established ranges.